Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was sleeping when her son received an alert through the follow app that the cgm reading was 45 mg/dl. The son attempted to call the patient 5 times without success so he called 911. When the 911 arrived, they checked the cgm and it was 45mg/dl and the bg meter was also confirmed as 45mg/dl. They found the patient already in a diabetic coma. The patient did not know if how much time had passed from not alerting to experiencing coma. At the emergency room (ER), the patient was not able to remember anything as she was in coma. The patient regained consciousness after 12 hours and was discharged from the ICU after 10 days. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2025, the estimated glucose values did not breach the urgent low alert threshold (55 mg/dl). However, on (B)(6) 2025, egvs dropped below the low alert threshold (100 mg/dl) at 05:09 am, and the app delivered a low alert at 75% volume. The egvs continued to drop, and the app delivered urgent low soon alerts escalating from 75% to 100% volume. At 07:35 am and 07:39 am, the app delivered urgent low alerts at 75% volume. At 07:40 am, the urgent low alert was acknowledged with an egv of 51 mg/dl. For ten minutes after acknowledgement, the egvs remained below the urgent low threshold (55 mg/dl), dropping to low (less than 40 mg/dl). At 08:04 am, the egv rose to 82 mg/dl, and the app delivered a low alert at 75% volume, which was acknowledged immediately. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6)2025, it was reported that the patient was sleeping when her son received an alert through the follow app that the cgm reading was 45 mg/dl. The son attempted to call the patient 5 times without success so he called 911. When the 911 arrived, they checked the cgm and it was 45mg/dl and the bg meter was also confirmed as 45mg/dl. They found the patient already in a diabetic coma. The patient did not know if how much time had passed from not alerting to experiencing coma. At the emergency room (ER), the patient was not able to remember anything as she was in coma. The patient regained consciousness after 12 hours and was discharged from the ICU after 10 days. At the time of the report the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.